Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The ilet continued to dose insulin during the 2 days of elevated bgs. The cause for this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported a high bg alert >400mg/dl. Confirmed with fingerstick of 420mg/dl about 15 minutes prior to calling support. Patient stated that bg started to elevate about 2 days ago when they ran out of insulin and changed supplies. Has been observing elevated bg since. Patient stated they have already changed out supplies twice and have taken manual insulin, but bg has remained elevated. Last manual insulin was taken this morning. The patient confirmed no leaking or bending of the infusion set. On (B)(6) 2025, the agent followed-up with the patient and was informed that her husband drove her to the hospital where she was admitted. The patient was treated with i.v. Insulin which brought their bg back in range. The patient was discharged on (B)(6) 2025 and plans to restart the ilet once supplies are delivered.